Manufacturer narrative:
On an unreported date in (B)(6) 2019, the patient experienced abdominal cavity infection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "abdominal cavity infection". The cause and treatment were not reported. It was not reported if the patient was hospitalized for this event. At the time of this report, the patient has recovered from the event. The peritoneal dialysis was continued at the earlier stage of treatment and was withdrawn at the later stage of treatment. No additional information is available as the reporter declined follow up.